Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the consumer was having increased pain started on (B)(6) 2016, and needed to have a manufacturer's representative (rep) check the implantable neurostimulator (ins). The pain was behind the consumer's ear and went through their neck to their right shoulder. The consumer was only able to turn their head 25% to either side and they couldn' t tolerate holding their head back to open their mouth to eat. The consumer later reported they were also experiencing pain to the right of the ins and were experiencing a burning pain to the front of their armpit. It was noted the ins was located above the right breast. It was noted initially the consumer thought the pain was because she had just had surgery and didn't think anything about the pain, but the pain started getting worse on (B)(6) 2016, and the burning pain started on (B)(6) 2016. When the consumer turned her head the pain increased and they would get shocked with pain. It was also stated there was pain and there was jabbing pain on movement. Stimulation was decreased but this didn't change the symptoms. There were no traumas or falls reported that could be related to this issue. The patient programmer (pp) was used to check the device which showed stimulation was on. Stimulation was able to be adjusted but this didn't resolve the issue. Relevant medical history includes non-malignant pain and myofacial pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.